Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that he ambicor penile prosthesis (app) device is going to be revised because it has not been inflating for the last four months.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported inflation issues were confirmed as analysis found bulging with broken fabric threads in cylinder 2. This malfunction could impact the functionality of the device. Device history record (DHR) review: a DHR could not be performed as the lot number for the device was not available. Device technical analysis: the ambicor cylinders, pump and tubing were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The tubing was identified as having been cut to separate the cylinder 1, cylinder 2 and the pump. Visual analysis found cylinders had wear at folds in the cylinder bodies. Cylinder 1 was functionally tested by inflating it with a syringe. The analysis found a hole which led to fluid leak when inflated. The damage was consistent with sharp instrument damage which probably occurred during the explanted. Due to this damage being consistent with explant, it will be considered a secondary failure. Cylinder 2 was functionally tested by inflating it with a syringe. The analysis found the cylinder had broken fabric threads and it exhibited bulging in the cylinder body. The identified bulge with broken fabric could affect the functionality of the device. No damage was identified in relation to the pump. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that he ambicor penile prosthesis (app) device is going to be revised because it has not been inflating for the last four months. The device was later replaced on (B)(6) 2020.

Event description:
It was reported that he ambicor penile prosthesis (app) device is going to be revised because it has not been inflating for the last four months. The device was later replaced on (B)(6) 2020.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.